Event description:
During product evaluation, a baxter engineer found that the pump had depleted batteries. It is unknown when this occurred. There was no pt injury or medical intervention necessary according to the hospital representative.